Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable, after the vein harvest was completed, the device was removed from the surgical field. Once the device was removed from the surgical field, they started to take the equipment apart. When they attempted to remove the hemopro 2 extension cable from the hemopro 2, the end of the extension cable separated from the cable and stayed attached to the hemopro 2. No pieces of the extension cable were lost when this defect occurred. No injury occurred due to the defect.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10, h11 corrected sections: h6--2645 added as there was no patient involvement. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device discarded.

Event description:
N/a.